Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined; however, factors that may contribute to material ruptures include, but are not limited to, material damage, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Factors that may contribute to an activation failure including expansion failures (inflation issues) include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is possible that the device may have interacted with the mildly calcified, mildly tortuous lesion during advancement, causing the reported material rupture, ultimately contributing the reported activation failure; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the diagonal coronary artery with mild calcification and mild tortuosity. The 2.25x12 mm xience skypoint stent delivery system (sds) was advanced to the lesion and deployment was attempted but the balloon partially inflated before it ruptured and the stent failed to deploy. The stent was removed on the delivery system and a non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.